Event description:
The bovie device was used by the physician. It had the expected/usual EKG disturbance, but afterward the EKG returned as a flat line. The xper system never recovered the true EKG rhythm. In order to restore the EKG tracing on the xper system, the xper "football" had to be rebooted. In the time it took to re-boot xper (2-3 minutes) during mid procedure, there was no patient monitoring available in the cath lab room with the xper for the following parameters: carbon dioxide, blood pressure, pulse oximetry, and EKG. This resulted in a minor delay of care/treatment without actual harm to the patient. The bovie appropriate ECG leads were connected to the patient.